Event description:
Tourniquet cuff leaked air. No injury to the pt or adverse event was reported.

Manufacturer narrative:
The returned device was functionally tested upon receipt and the device failed inflation testing. The visual examination of the returned device revealed tube to port separation.